Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date of index surgical procedure where ethilon suture was placed. Other relevant patient history/concomitant medications on what tissue was the ethilon and silk sutures used? How was the ethilon and silk sutures placed, interrupted or continuous? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Does the surgeon believe that any of the reactions are related to the use of ethicon silk or ethilon sutures? Are the reactions related to a possible local site infection? Were cultures performed? Results? Does the patient have known allergic history to medical device, food or medications? Was there any allergy testing performed? If yes, results? What is physicians opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Event description:
It was reported that the patient underwent suture placement to secure a PICC line on an unknown date. The patient developed localized pain, redness, swelling and skin peeling. Intravenous vancomycin was administered to treat a possible infection, but the symptoms persisted. Additional IV and oral antihistamines were given to treat the reaction with limited efficacy. The sutures were removed and the skin reaction improved. Other sutures were placed on (B)(6) 2016 to secure the line and by the following day the patient developed pain at the site. When dressing changes were done on day three and seven following the suture placement the patient had developed redness, irritation and oozing at the site. The patient is following up with physicians to determine treatment. Additional information has been requested.